Event description:
It was reported that the atrial lead exhibited less than 200 ohms bipolar lead impedance upon device interrogation. There were multiple inappropriate automatic mode switch (ams) episodes. Unipolar lead impedance was also less than 200 ohms. Isometrics did not reveal noise. The lead remains programmed in a bipolar setting and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.